Event description:
It was reported by the affiliate that during a laparoscopic biliary resection procedure, the trocar is not deactivated after it is in the abdomen, the knife system is not deactivated. It might cause in-abdomen injury. Controlled trocar-entrance technique was used. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.